Event description:
It has been reported to philips that there was a problem with the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. As per information provided, the wireless footswitch had an issue with the battery. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips has initiated a medical device correction for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. A previous complaint indicated that a serious injury occurred due to a connection problem with the wireless footswitch, and therefore there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed all wireless footswitch connection issues as reportable, despite the cause not being the same, as the symptoms are the same. At the time this complaint was received, philips did not have enough information to exclude a connection failure related to an old design wireless footswitch and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.